Event description:
It was reported that the protective bag was broken. A 190cm mt filterwire ez was selected for use. During preparation, it was noted that the protective bag of the device was broken. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Updated lot number to 0023799174. Updated expiration date to 05/17/2021. Updated unique identifier (UDI) # to (B)(4). Updated device manufacture date to 05/18/2019. The complaint device was not returned by the customer, nevertheless the customer did provide three pictures related to the complaint (attachments complaint (B)(4)) where is possible to observe that the device is inside a generic pack, and the spring tip is bent; it is not possible to observe other failures on the device. Besides, a picture of the device information was provided. Due to the device was not returned no product analysis could be performed. If the complaint device is returned later, the investigation will be opened in order to address the additional evidence.

Event description:
It was reported that the protective bag was broken. A 190cm mt filterwire ez was selected for use. During preparation, it was noted that the protective bag of the device was broken. The procedure was completed with another of the same device. No patient complications reported.